Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of infection is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: risk review is not required. Investigation conclusion: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of infection is a known inherent risk of the lead.

Event description:
It was reported that this patient with a pacemaker system had developed an infection. The patient advocate noted that the patient should have not been implanted with a device as it made things worse. Ten days later post implant the patient passed away. The system remains implanted and out of service.

Event description:
It was reported that this patient with a pacemaker system had developed an infection. The patient advocate noted that the patient should have not been implanted with a device as it made things worse. Ten days later post implant the patient passed away. The system remains implanted and out of service.